Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included bench handling, impedance, defibrillation cycling, and environmental chamber testing without duplicating the customer's report. The display color cable will be replaced as precaution. The device will be recertified and returned to the customer once the repair estimate has been approved. No trend is associated with reports of this type.